Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ae rel to implant procedure: no. Ae rel to protocol procedure: ae related to lv lead: no. Ae related to pg/ipg: no. Ae related to ra lead: no. Ae related to rv lead: yes. Event description: initial: oversensing / final: oversensing. Event description- other, spec: ae event details: rv oversensing noted. No cause noted. No changed made. Status of adverse event: resolved.